Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient (on dialysis) reported frequent lows related to variable eating habits and hospitalizations. The patient's lowest blood glucose level (bg) level was 50 mg/dl currently treating lows with 5g carbs, pausing insulin often, and not announcing meals due to fear of hypoglycemia, leading to highs then corrective lows. Reviewed proper low treatment and impact of pausing insulin. Patient noted a low after running out of insulin overnight and changing supplies in the morning. The agent walked thru steps for the factory reset and patient was able to swipe to go bionic. The patient was scheduled additional training for 1 week out after reset was completed and sent pt the transitioning to the ilet document for best practices for going thru the learning period. The patient reported being dizzy and having blurred vision. No medical intervention required, and her bg level was not out of range for 90+ minutes.